Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025, the patient's daughter called inogen, to report that her concentrator was not dispensing oxygen. Per the daughter she stated the patient was hospitalized due to the concentrator not working. Ingoen, tried to reach patient on three different occasions and was unsuccessful reaching patient to get full details about the incident.